Event description:
(B)(4) - the dealer reported that while inspecting and testing the 3gar-ts custom power wheelchair, it was allegedly in drive lock out, and after bypassing the potentiometer, the drove but had no tilt function. There was no patient injury reported.